Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Lesion details are unknown. The 2.50x20mm maverick2 balloon was being used to predilate the lesion. The balloon was inflated one time to 8 atms at which point it ruptured. The balloon was retrieved intact. The lesion was then dilated with another balloon and a promus stent was deployed. There were no patient complications and the patient condition was listed as "good".

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)